Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an av node ablation at the same procedure as the implant of the leadless implantable pulse generator (ipg). During the ablation procedure, there were issues getting telemetry with the ipg. When the competitor ablation catheter was removed, there were no telemetry issues. Electromagnetic interference from the ablation catheter was suspected. The ipg remains in use. No patient complications have been reported as a result of this event.